Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, a competitor guidewire became stuck in the lumen of the left ventricular (lv) lead. The last 20 centimeters of the guidewire could not be removed. The physician speculated that blood coagulated and froze the guidewire in the lead. The physician decided to put tension on the guidewire and cut it with wire cutters. The portion of the guidewire that was stuck retracted back into the lumen, freeing it from the pin connector. The lead was tested through the analyzer and programmer with acceptable numbers. The lv lead was successfully placed and remains in use. No patient complications have been reported as a result of this event.